Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after the left ventricular (lv) lead was implanted, the patient experienced diaphragmatic stimulation and nerve stimulation. The lv lead was reprogrammed to use a different lv vector and remains in use. No further patient complications have been reported as a result of this event.